Manufacturer narrative:
(B) (4): leading haptic would not unfold - (B) (4).

Event description:
The reporter indicated the surgeon inserted a 12.0mm icm120v4 implantable collamer lens in the pt's left eye (os), but the leading haptic would not completely unfold. The icl was removed with no pt injury. The lens was not exchanged for another lens.